Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The manufacturing location for this product is greater asia, this site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that during use a bd¿ syringe was found with foreign matter as "the stopper has too much lubricant". There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
H.6. Investigation summary: 2 samples were returned to sbdm, lot number 1803194. Sbdm noticed excess silicone lubricant on the stopper. Testing: with the 2 samples, sbdm conducted silicone lubricant test according to article no. 9, medical device regulatory standard, testing method of silicone lubricant. Silicon in the medical device standard: below 0.25 mg/¿ for results, sample 1 contain 0.2445 mg/¿, while sample 2 contain 0.2140 mg/¿. Both returned samples met the regulatory standard on medical device manufacturing. House sample inspection - sbdm inspected 30 pcs from lot 1803194, there are no issues observed. DHR review - sbdm reviewed the manufacturing record for lot 1803194, no abnormality observed. Customer complaint review: sbdm reviewed customer complaint for lot 1803194, there are no repeated same issue from other customers. Investigation conclusion: from investigations, both returned samples met silicone lubricant test according to article no. 9, medical device regulatory standard. The likely cause is the stopper pushed silicone lubricant inside of the barrel and the silicon lubricant mass seems on the bottom of barrel. That may make the customer thought silicone volume is excessive. Furthermore, in sbdm 20ml syringe manufacturing process, they are controlling internal standard on the silicone lubricant volume as below 0.2000mg, that is more tightened control point than the current medical device regulatory guideline. Corrective actions: 1. Sbdm had quality training on this customer complaint for syringe assembly line workers and quality inspectors.1. 2. Sbdm rechecked the silicone spray unit for syringe assembly process and also implemented preventive maintenance for the silicone spray unit. We will control internal guideline for silicone lubricant standard as below 0.2000mg. 3. Sbdm strengthen process monitoring & product inspection during syringe manufacturing process.

Event description:
It was reported that during use a bd¿ syringe was found with foreign matter as " the stopper has too much lubricant." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that during use a bd¿ syringe was found with foreign matter as " the stopper has too much lubricant." There was no report of exposure, injury or medical intervention needed.